Event description:
It was reported that the ilet pump¿s touchscreen cracked after a bike fall, rendering the device nonfunctional and no longer watertight, and a replacement was arranged with return of the original device. Symptoms included hyperglycemia with a reported peak glucose of 362 mg/dl over a period of hours, without loss of consciousness or other acute complications, and the user employed backup therapy and followed their ketone action plan with negative ketone results. Outcomes included temporary interruption of automated therapy and a transition to backup therapy pending device replacement. Investigation included complaint handling with remote assessment and coordination for device return. Investigation of this device revealed physical damage to the touchscreen assembly consistent with accidental impact, leading to loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.